Manufacturer narrative:
Device evaluation of belt sn (B)(4) is underway. The reported problem (gong alarms) has been confirmed. Upon investigation the belt failed an ECG falloff test. A root cause investigation is underway. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms.

Manufacturer narrative:
Supplement report 01/29/2021: device evaluation of belt sn (B)(6) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the belt failed an ECG falloff test. The cause for the failure was isolated to defective components d400 and c413 on the distribution node pca. The root cause for the defective components was unable to be positively identified. No adverse event resulted from the defective equipment. Device evaluation of belt sn (B)(6) is underway. The reported problem (gong alarms) has been confirmed. Upon investigation the belt failed an ECG falloff test. A root cause investigation is underway. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms.